Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. There are signs of use all over on the surface visible. Moreover, the tip was found twisted as reported in the complaint description. No other issues were identified on the device. Dimensional analysis could not be performed as relevant features are deformed through post manufacturing damage. The complaint condition is confirmed as the hex tip is twisted. By the evidence, that the device passed our 100% final inspection before the device left the manufacturing site we confirm that the cause of failure is not due to any manufacturing non-conformances. We do suppose that the device encountered unintended forces, such as over torque during its use which finally resulted in deformation. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 314.453. Lot: 2l47597. Manufacturing site: (B)(4). Release to warehouse date: 16.january 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during loan kit inspection on an unknown date, the hex end of driver shaft has twisted. No further information can be obtained as the case was not reported by the customer. This report is for one (1) star drive screwdriver shaft t855mm this is report 1 of 1 for (B)(4).